Event description:
Caller reported nano system blood glucose results: (B)(6) 2015 at 12:29 531 mg/l, 159 mg/dl 158 mg/dl within 10 minutes: (B)(6) 2015 at 5:28 27 mg/dl and 64 mg/dl within 10 minutes: (B)(6) 2015 at 10:30 528 mg/dl and 148 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.